Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose was unknown at time of incident. Troubleshooting was performed. Customer was advised a replacement will be sent. Device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected blank display noted. Device functioned properly. (B)(4).